Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field - a patient birth year of (B)(6) was provided.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module (e801). No error message was issued on the analyzer. The sample initially resulted as 1.97 ng/ml and this value was reported outside of the laboratory. Based on this value, the patient was admitted to the hospital. The patient was discharged from the hospital based on troponin values that were "inconspicuous". No specific data was provided for the hospital measurements. The complained sample was repeated on (B)(6) 2018, resulting as < 0.003 ng/ml. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 245192. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, there was detection of foam and clots on (B)(6) 2018. Calibration was last performed on (B)(6) 2018 and there were no indications of an issue. Quality control recovery on (B)(6) 2018 was ok. An instrument check was performed and this was fine. A general reagent or instrument issue could not be identified. The investigation was unable to find a definitive root cause.